Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a wedge resection procedure, on the first firing for the segmental resection of the lung, the surgeon clamped the tissue and tried to fire the device, but was not able to. The surgeon used a new reload and was able to complete the firing with no issues. The tissue was not thick. There was no patient injury. No reinforcement material was used.